Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps cover glue is peeling. Other observations for the device are: pink rubber minor chip at the glue; leak at instrument channel and distal end cover (c-cover); crack at distal end rubber coating (a-rubber) glue; cut on button 1; elevator channel inlet loose; play on control knob; and probe unit is loose. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for evaluation and repair for the issue of the device tip rotating loosely that occurred during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, the forceps cover glue was found to be peeling. This medwatch is being submitted for the issue of the forceps cover glue peeling as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.